Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that when the surgeon squeezed the handle the wire came out of the handle. The wire didn't break; it was just rounded/bubbled out. The wire was a little stuck in the anchor but the surgeon was able to successfully pull it out. The anchor deployed successfully. No delay or adverse consequences were reported.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Unit received and investigated at (B)(4). The distal tip of the pull wire was found to be broken off and not returned. This does confirm the alleged failure mode of [wire came out of the handle]. Probable root cause: design: - poor mechanical advantage of locking feature. - materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: - locking mechanism not manufactured or assembled to specification. -incorrect heat treatment applied. Application: - not enough force applied. - user unfamiliarity with device. (B)(4).

Event description:
It was reported that when the surgeon squeezed the handle the wire came out of the handle. The wire didn't break; it was just rounded/bubbled out. The wire was a little stuck in the anchor but the surgeon was able to successfully pull it out. The anchor deployed successfully. No delay or adverse consequences were reported.